Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead had become dislodged. During lead revision the lead helix would not retract. Lead was explanted and replaced with a new lead. Patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.